Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016 low speed alarms and pump stoppage events occurred. A log file was reviewed by a representative of the manufacturer¿s technical services team and confirmed the occurrence of the pump stoppage. X-rays of the percutaneous lead (driveline) were also submitted to technical services and reviewed by the representative. The x-rays were found to be unremarkable. The patient was to be listed for transplant. In the interim two ungrounded power module patient cables were provided to the patient to be used for power module support. Additional information was requested but was not provided.

Manufacturer narrative:
Additional information: no product was returned for evaluation. The report of a low speed alarm and pump stoppage was confirmed based on the evaluation of the submitted system controller log file. The log file captured a pump stoppage on (B)(4) 2017 for a duration of 3 seconds while the system was supported via the power module and was associated with low speed hazard alarms. The system controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. Based on previous complaint experience, the captured events appear consistent with motor stalls due to high current events. The observed pump stoppage may have been the result of high current events; however, the cause of the pump stop/high current event could not be conclusively determined through this evaluation. Evaluation of the submitted x-rays was unremarkable. The patient remains ongoing on pump support using an ungrounded patient cable with no further alarms reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: as of (B)(6) 2017, no additional alarms had been received since the patient was issued an ungrounded patient cable for use while on power module support. The patient was currently at home awaiting a heart transplant.